Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted the patient had an enlarged atrium and short/restricted leaflets. Imaging was also challenging throughout the procedure. An ntw clip was inserted but the leaflets were unable to be grasped. When attempting to retract the clip into the left atrium (la), it was observed tissue was caught between the gripper and the shaft. Troubleshooting was performed and clip was able to be freed from the anatomy and retracted back into the la. The clip was then advanced back under the valve, but the leaflets were unable to be captured. The clip was pulled back into the la and at this time, it was observed a chordal rupture had occurred. Therefore, the clip was removed, and the procedure was discontinued. Mr remained at a grade of 4+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported inability to grasp and inability to capture appear to be related to patient morphology/pathology. The reported difficult to remove (tissue was caught between the gripper and the shaft) appears to be related to multiple grasping issue. The reported poor image resolution was due to imager. The reported patient effect of tissue injury appears to be due to multiple grasping and capturing attempts. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention was provided. There is no indication of a product issue with respect to manufacture, design or labeling.